Manufacturer narrative:
Product complaint (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). )incomplete the lot number is unknown.

Event description:
It was reported by the affiliate via complaint submission tool that during an unknown procedure the intrafix family tibial sheath inserter was broken in half. The case was reported by the loan kit technician during the loan kit inspection and it was forwarded to depuy engineering. No patient consequence and nor surgical delayed was reported. No additional information provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the complaint device was received and evaluated. Visual inspection reveals that the handle of the device was broken. Hence, the reported complaint is confirmed. Possible root causes could be device have been dropped at some time resulting the handle to be broken. Other than these possibilities, we cannot determine a definitive root cause for this device failure. This complaint device does not have a lot number identified on the product. Where there is no lot number on the device, this precludes conducting a manufacturing record evaluation. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.